Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV did not occur for the left side and has been removed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated on posterior and radius side assessed as surgical damage. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Later reported "hole on patch side" was reported by healthcare professional. The event of capsular contracture baker grade IV did not occur for the left side and has been removed. Device has been explanted.